Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intermittent atrial undersensing was noted causing false termination of some atrial fibrillation (af) arrhythmia episodes. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.